Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that the phenomenon b30 error occurred due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found: dust inside the unit, an abnormal lamp base mechanism due to faulty lamp base, a damaged front panel gasket, corroded wire, a corroded tank socket, a yellowish front panel, and the wrench was missing from the lamp door. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source processor power switch does not turn off. The issue was found during the customer's general checkup. The device was returned for evaluation. During the device evaluation, a b30 communication error appears on the monitor screen with 190 series scopes due to a faulty scope socket. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.